Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and lumber radiculopathy. It was reported that the patients stimulation works intermittently. The patient reported they would rub the battery to get it working. No further complications were reported as a result of this event.